Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette could not be connected to a solution bag. The luer connector of the cassette line over-twisted while connecting to the bag. There was no patient involvement. No additional information is available.